Event description:
The infusion pump was received at a service facility with a vague note indicating that the pump did not deliver at the prescribed rate while it was on a pt. No pt injury was reported. No add'l info was able to be obtained.